Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device upgrade procedure, the insulation on the right ventricular (rv) lead was damaged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.